Event description:
The pt reportedly had been treated for an infection (etlology unk) for approximately three weeks prior their appointment in 2003. On the day, the pt's device reportedly had extruded. The pt was seen by the implant surgeon who clipped off the device. Surgery was scheduled for 2003 to clean the implant site. Reimplantation will be scheduled at a later date after the implant site has healed and is free of infection.